Manufacturer narrative:
This is being reported as an unconfirmed burning and stinging that required medical intervention. Method: no lot information, no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
On (B)(6) 2011, patient wrote an e-mail (B)(6) that she was experiencing burning. This was interpreted as a discomfort of burning and stinging, which is not typically reportable, although after translation and further review it was determined that the patient claimed she was treated with antibiotics. Attempts to contact the patient have been made to better clarify the reported problem and treatment received, with no reply. This is being reported as an unconfirmed burning and stinging that required medical intervention.